Manufacturer narrative:
This report is filed, (B)(6) 2016. The implanted device remains.

Event description:
Per the clinic, the patient developed an infection at the implant site. Subsequently on (B)(6) 2016 the patient underwent a surgical procedure to have the internal magnet removed and an abutment placed; during the procedure the patient's skin flap was thinned. The implanted device remains.